Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that last week she called because the customer experienced high and low blood glucose levels. The customer's healthcare provider was certain that the insulin pump caused the low and high blood glucose levels. Customer's blood glucose level was over 600 mg/dl. The device was not returned.